Manufacturer narrative:
Product manufactured, but not sold in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.0 diopter, into the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2016 the lens was exchanged due to the patient experiencing refractive surprise . As of the date of MDR submission, the lens has not been returned for product evaluation.

Manufacturer narrative:
Product evaluation found lens returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens within specifications. (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.0 diopter, in the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2016, the lens was exchanged due to the patient experiencing refractive surprise. This resolved the problem. Method: work order search: no similar complaints were reported for units within the same lot. Date received by manufacturer for initial report was 12/09/2016. (B)(4).